Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin is "squirting out" during the manual prime. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Customer was unable to successfully prime the set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had unresponsive buttons due to flattened esc, act and up buttons dome switch. No unlocked lcd keypad connector noted. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime, fill and rewind anomaly due to unresponsive button. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.